Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that the catheter became stuck with the wire. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was stuck with the guide wire. The catheter and guide wire were removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.